Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 66-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient was additionally receiving vasopressors and inotropes for hemodynamic support. No additional patient history was reported. Following insertion via the right femoral artery, limb ischemia was reported, with absent right lower extremity pulses noted during or after introducer insertion. Escalating vasopressor requirements and vasoconstriction associated with profound cardiogenic shock were reported as potential contributing factors. The impella cp device was removed from the right femoral artery, pressure was applied with successful hemostasis, and distal pulses subsequently returned and were doppler detectable. The reported ischemia resolved without reported patient harm. Only the right lower extremity was affected. Activated clotting time values around the time of the event were unknown, and vessel diameter was not reported. The same impella cp device was subsequently implanted via the left femoral artery, which is not in accordance with the instructions for use. Prior to implantation, a distal perfusion catheter was placed and attached to the impella peel-away sheath. Distal pulses were reported as palpable following implantation. The peel-away sheath remained in place. The patient subsequently expired. While on support, the impella cp device operated at performance level 8 with expected flows of 3.3 l/min. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter sodium bicarbonate. The death is conservatively being reported for the impella cp; however, it is unlikely related to the device and is most likely attributed to the patient¿s underlying critical clinical condition, including acute myocardial infarction complicated by cardiogenic shock as they presented in scai shock stage e. Limb ischemia is a known potential complication associated with large-bore arterial access and may be influenced by vasopressor use, and the patient¿s underlying critical clinical condition.